Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The device powered on using battery power. No watchdog alarm or error messages were displayed or sounded during testing. While powered on two led segments do not light up. The unit was able to obtain readings and audible and visual alarms were functional. Internal inspection showed an open circuit on component d1 of the instrument board resulting in two led segments not illuminating. A service history record review reveals that this unit was in the field for over eleven (11) months with no previous reported issues related to this reported event. (B)(6).

Event description:
The customer reported the display is missing a portion of a digit. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Other, other text: (B)(6).

Event description:
The customer reported the display is missing a portion of a digit. No patient impact or consequences were reported.